Event description:
At approx 4.40 pm in 2008, the system could not switch from archive mode back to normal operation mode. The bypass fluoro option was not functioning either. The pt's arteria basilaries were dilated. Catheter removal was impossible due to a lack of visibility. Approx ten mins after the incident, siemens remotely accessed the system to begin troubleshooting this event. A siemens service engineer arrived on the site 1.5 hour later. After two hours and six reboots, the system was functioning again, and the pt was released from the system. Due to this incident, harm or danger to the pt, life could not be excluded. Due to the pt critical health state, this incident did not directly contribute to the pt's overall condition. This incident occurred in other country.

Manufacturer narrative:
The incident occurred in other country. Per the complaint report, there was no death associated with this issue. The pt's condition was critical before the intervention and did not change or worsen by the reported incident. After the incident, siemens verbally informed the customer not to use the device. Due to medical necessity, the customer did not follow the instructions given. The device is still in use and performs according to the specs. The reported problem has not occurred again under standard conditions or could not be reproduced or provoked under long term or stress testing. Similar or comparable problems are not known from other devices.